Event description:
A report was received that the patient underwent a pocket revision due to pain at the pocket site. The physician relocated the pocket from the right low back area to the right abdominal area and implanted two lead extensions. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.